Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman access system. The device was bloody. Analysis of the tip, sheath and hub/valve included microscopic and visual inspection. Inspection revealed tip damage (stretched/misshapen), and the sheath was kinked 45mm and 50mm from the tip of the device. Inspection of the rest of the device found no other damaged or defect. The reported kink was confirmed.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The was became kinked when the closure device was fully recaptured. The physician exchanged the access sheath for a new one and completed the procedure using a new delivery system. A closure device was successfully implanted in the laa of the patient. There were no patient complications and the patient is doing fine.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The was became kinked when the closure device was fully recaptured. The physician exchanged the access sheath for a new one and completed the procedure using a new delivery system. A closure device was successfully implanted in the laa of the patient. There were no patient complications and the patient is doing fine.